Event description:
The device was returned to physio-control in accordance with the FDA field action number FDA# z-0836-2007. During preliminary inspection, it was observed that the charge pak, low power and service icons were displayed and the device failed to power on. There was no patient use associated with the reported failure. The device had previously been used as a sales demo unit by a sales representative in (B) (4).

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of capacitor c177 on the analog pcb assembly. The customer received a replacement device.